Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis was confirmed as the nurse reported break in aseptic technique by patient. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and bacterial peritonitis patient coincident with dianeal pd2 therapy. On (B)(6) 2011, the patient began treatment with dianeal therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. That same day, the patient was hospitalized and a peritoneal effluent analysis and culture were performed. On an unreported date, the patient began remedial therapy with cefazolin and fortum (route, dose and frequencies not reported). The cause of the peritonitis was a break in aseptic technique. The patient has recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.